Event description:
It was reported that the atrial rate is slow. There were episodes showing no atrial pacing or sensing. The ventricle-atrial interval is not timing out due to the faster v rates. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194, implantable pacing lead, (B)(6) 2010; 5076, implantable pacing lead, (B)(6) 2005. (B)(4).